Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was returned in one broken piece with a kink. The fiber measured approximately 317.6 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber used in a ureteroscopy using holmium laser with stone basketing and cystoscopy and ureteral stent with insertion procedure in the abdomen performed (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was broken in half while they were advancing through the ureteroscope. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.